Event description:
Patient was chronic dislocator. We went to 36 glenoshere, 12 mm spacer and plus 4 poly.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4). 508-32-103, s803; dislocation; revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.